Event description:
Two days postoperatively, the surgeon reported the leaflets were not opening during alternate beats. The valve was explanted and replaced with a sjm mechanical valve (model 25ahpj-505). A letter from the surgeon and a video will be forwarded.